Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during gastric bypass laparoscopic procedure, the reload and green button was "wobbled" when firing. The surgeon was not able to squeeze the handle and not able to fire. Also noted that the device was packed not in its original packaging instead it s in endo hernia device box. No reinforcement material was used in conjunction with the stapling device. Replaced by new devices in order to complete the procedure. No injury has been noted to the patient.